Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotite implant 3.75 x 11.5mm (oss311) was returned for investigation. A portion of a fractured screw was returned stuck inside the implant. Visual evaluation of the as returned product identified heavy signs of use. Fractured implant identified at the body. Also fracture screw identified inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on tooth # 36 (fdi) and were used for approximately 19 years. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet screw) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (195647) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant & fracture screw. Based on the available information, device malfunction did occur, and the reported events were confirmed following visual evaluation.

Event description:
Upon investigation new failure identified. Implant drive feature identified to have a fracture screw.